Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem was unable to be confirmed during returned device testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to operational context. The optical fiber of the catheter was noted to be broken, which caused the reported communication problem and observed poor imaging results (multiple internal and external rings). In this case, it is likely that the optical fiber break was caused by the use or handling techniques employed. The guidewire exit notch was noted to be torn, which is consistent with the catheter being inserted onto and withdrawn from a guidewire; however, the noted tear is unrelated to the reported communication problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during preparation with the dragonfly opstar imaging catheter, an error "manually unload the catheter continued by 3 steps" message displayed. Therefore, the imaging catheter was not used in the patient and another dragonfly opstar imaging catheter was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found the guidewire exit notch was torn for a length of approximately 2mm.